Event description:
It was reported that the patient with this artificial urinary sphincter was having difficulty voiding. Cystoscopy found urethral erosion which the physician believes was caused by a foley catheter. The device was explanted. No further patient complications were reported.